Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower intermittently showed not detected on bus. A technical support specialist (tss) dialed into the server to review the downtime query and confirmed via health sight viewer that the cerner admit discharge transfer (adt) interface was down. After the interface was reestablished, a disconnected flag was observed under carefusion coordination engine (cce). The tss then accessed cce and identified that the cce services were not running. The cce services were started, after which the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in critical override. In addition to the critical override icon, the station displayed alerts indicating that patient data may not be current and patient orders may not be current. The customer stated that the facility has only one pyxis station. The issue was identified when the user attempted to retrieve medications and observed the warning icons displayed on the screen. There were no delay or adverse events or injuries reported based on this event.